Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications.

Manufacturer narrative:
H3: code "other" was selected as the medical device was discarded at facility. Return not possible. H6: according to the gore® molding and occlusion balloon catheter instructions for use, adverse events which may require intervention include, but are not limited to: trauma to the vessel wall, including spasm, dissection, perforation or rupture. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2024, this patient underwent an endovascular treatment for abdominal aortic aneurysm using gore® excluder® conformable aaa endoprosthesis, gore® excluder® aaa endoprosthesis and gore® molding & occlusion balloon. Dissection was observed from the right common iliac artery near the distal edge of the device to the right external iliac artery ostium. It was reported that the calcification of the common iliac artery was so severe that the calcification may have broken during balloon touch-up, leading to dissection. The dissection was placed under observation. The patient tolerated the procedure. The physician stated the following. I wonder if the dissection occurred during the guidewire operation.